Event description:
The international customer reported the ventilator alarmed with a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service engineer was able to duplicate the reported problem. The service engineer observed damage to the enclosure by impact of external source(s) and the motor controller pcb connection was removed, resulting in the data acquisition pcb to motor controller pcb cable becoming disconnected. Completion of device evaluation and service is pending.

Manufacturer narrative:
Completion of device service pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer replaced the ventilator enclosure base and reassembled the components and the reported problem resolved.